Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into any follow-up measures. Further information was requested but could not be obtained. However, it was stated that the affected device is already back in use. This lack of information does not allow a reliable assessment of the reported event and thus, this report is filed in abundance of caution. As per report, the device has alarmed to alert the user about an insufficient ventilation - type or alarm message remained unknown; reportedly the hospital staff identified an leakage problem but did not found a problem on breathing hoses or its connectors and finally an issue with the "breathing valve" was assumed. The manufacturer concludes all types of alarms, potential root causes and dedicated remedies are listed in the IFU. The complete device setup including breathing system has to be checked prior use. It cannot be concluded due to lack of relevant information if the reported event was solely related to the critical condition of the patient, if indeed a device malfunction was present that has contributed to the event or if use error was a considerable factor. It is recommended to the hospital to have the device checked by trained service personnel.

Event description:
It was reported that during use on a patient the ventilator frequently generated respiratory alarms - a decreased minute volume was perceived or displayed. Reportedly the further examination revealed a ventilator leakage of 52%. The user facility report stated a patient health impact of hypoxia, cyanosis and abnormal blood oxygen saturation. No further details about intervention or recovering of patient´s state of health became known.